Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization for the patient's site irritation or hyperglycemia. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
Patient reported that she went to see her doctor as she has an abscess on her arm and hip at the cannula insertion site, a fever of above 40 °c [104.0 °f], and her blood glucose level reached 560 mg/dl [31 mmol/l]. Doctor diagnosed allergy to teflon cannula and prescribed antibiotics. Doctor admitted patient to hospital for a few days as precaution incase patient¿s fever returned. Pod was worn less than 24 hours.